Event description:
It was reported that the physician called for a consult review for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed the device data and found multiple episodes in which there was anti-tachycardia pacing (atp) and three 31 joule shocks delivered to convert the arrhythmia. In which both atp and the shocks did slow down the heart rate. Ts was not able to determine if the arrhythmia was atrial driven or true ventricular tachycardia (vt) therefore, recommended to consult the cardiologist as therapy may have been inappropriate. Additionally, there was a data issue as the health care professional (hcp) did not receive the auto faxes. At this time, the device remains in service. No additional adverse patient effects were reported.